Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported they "can't get it to do anything," stating that it was vibrating more than usual, stimulation felt stronger than usual, and now it isn't vibrating at all, loss of stimulation. The patient noted they are aware the stimulation feels stronger when laying down. It was also indicated that the patient programmer (pp) screen is totally blank and unresponsive. On (B)(6) 2016 the patient confirmed that they changed the pp batteries and the issue with the programmer was resolved. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.